Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold. The lead was not dislodged but all of the slack on the atrial lead came out. The ventricular lead lost some slack and was suspected that the leads were not tied down good enough. Lead revision was scheduled. This ra lead remains in service. No additional adverse patient effects were reported.